Manufacturer narrative:
This report is being filed after consultation with FDA on the agreed upon date. Further f/u with the center through the distributor revealed that valleylab force fx-c esu was used on the pt when the event occurred. This event was not a malfunction of the centrimag system. The centrimag system is designed to detect conditions which indicate unstable operation. If the centrimag system detects an unstable condition, it is designed to alarm (audio/visual) and to stop the pump. This is what happened during this event. Following pump stoppage, the user is instructed via the labeling to attempt to reboot the system and continue operation or to go to a back-up console and motor if necessary. Following testing, it was concluded that the interference from the valleylab force fx-c electrocautery unit triggered the alarm and stoppage of the pump consistent with the design. Although there was no malfunction, nor death or injury to the pt, the purpose of this report is to respond to FDA's request to file this report.